Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air entered the bd¿ gravity set tubing near the end of the infusion. The following information was provided by the initial reporter, translated from (B)(6): "presence of air in the tubing at the end of the infusion, when removing the mini infusion from the ramp, the nurse noticed that the whole tubing was emptied. After the infusion, check: air intake closed, tubing aimed at the manifold, no leakage clinical consequence: monitoring of the patient after the incident, no consequence 1h later. This incident took place in haematology on (B)(6) 2021".

Event description:
It was reported that air entered the bd¿ gravity set tubing near the end of the infusion. The following information was provided by the initial reporter, translated from french: "presence of air in the tubing at the end of the infusion, when removing the mini infusion from the ramp, the nurse noticed that the whole tubing was emptied. After the infusion, check: air intake closed, tubing aimed at the manifold, no leakage clinical consequence: monitoring of the patient after the incident, no consequence 1h later this incident took place in haematology on (B)(6) 2021".

Manufacturer narrative:
Correction: this record was re-evaluated and considered not reportable, as material# a64 is a third-party product and exempt from reporting. Therefore, this complaint will be cancelled.